Manufacturer narrative:
The hydros surgeon monitor and monitor arm were returned for investigation. During functional testing, the reported issue was unable to be reproduced. A review of the treatment log files was conducted and confirmed the reported e837 error. The root cause of the reported issue was unable to be determined. A review of the device history record (DHR) for hy1000t-us lot number 24c03853 / lot number 24c03511 for sa0274 (hydros display mount for surgeon monitor and tower monitor) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0401-00 rev d user manual, hydros robotic system, us, english was reviewed. Table 5: error messages e827. Full system restart needed 1. Release foot pedal 2. On tower front panel, press and hold the power button to power off. 3. Press the power button again to restart; system will try to continue at current step. If issue persists, call procept biorobotics. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procepb biorobotics corporation (procept) became aware that during aquablation therapy, the hydros robotic system generated an e827 error. The system error was unable to be cleared and the procedure was converted to transurethral resection of the prostate (turp). There were no adverse health consequences to the patient due to this event.